Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the premature depletion was due to the patient experiencing an "electric storm". The patient had endless ventricular tachycardia and ventricular fibrillation episodes with the implantable cardioverter defibrillator (ICD) delivering high voltage therapy until the battery was drained. The patient was in a coma post the event until the family gave up treatment and the patient passed away. There was no allegation that the patient's death was related to the device performance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device has premature battery depletion. The battery longevity was less than expected. The device remains in use. No patient complications have been reported as a result of this event.